Manufacturer narrative:
Sc-1140 sn:(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the ipg was no longer functioning as intended. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the ipg was no longer functioning as intended. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.